Event description:
It was reported that the patient has felt "unwell" and noted that their heart rate had decreased to 30 beats per minute. It was also reported that the right ventricular (rv) lead had increasing and high pace/sense impedance and an increase in threshold. The lead remains in use, but there is a planned lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).